Event description:
It was reported that during an atherectomy procedure, the distal tip of the rotawire guidewire fractured. The 95% stenosed lesion was located in the calcified right coronary artery (rca). The wire kinked and subsequently the tip of the guidewire fractured. Attempts to retrieve the tip of the guidewire were unsuccessful and a 15mm segment of the wire tip remained in a small collateral branch of the rca. The physician removed the rotawire, rewired the lesion and finished the procedure with a stent.